Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error during infusion set change. The customer¿s blood glucose level was 414 mg/dl at the time of the incident and treated. No high blood glucose troubleshooting was performed. Customer also reported that the motor error alarm recurred while trying to rewind. The insulin pump is being replaced and is not expected to return for analysis.